Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported connection issues with needle. Description: the second time it occurred as pwd was filling the syringe with air to push into the vial of insulin. With both situations pwd reports it was screwed on correctly and just fell off. No patient harm.

Manufacturer narrative:
Additional information: (a) patient weight. Investigation results: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The root cause was not concluded due to unavailability of batch information.

Event description:
No additional information.